Event description:
It was reported that cgm displayed error message 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset cgm error did not reappear and sensor session was successfully started.